Manufacturer narrative:
The problem was observed during preventative maintenance, which is outside of clinical use and therefore, not reportable.

Manufacturer narrative:
Report date: 18aug2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device has a defective nav-ring. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Paging to field for replacing the v60 front bezel.